Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the shunt sensor indicated a pc02 sensor error message. This occurred twice, however, no event info was provided for the other event. The product was changed out. There was <1cc of blood loss. The surgery was completed successfully.